Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) was informed by the customer that main drawer 3.2 had failed over the weekend. Upon arrival, the fse found that the drawer had recovered; however, the customer requested an additional review. The hardware test application was opened, and multiple tests were run on the drawer to determine whether any errors or failures would reoccur, but none were observed. The cables were reseated, and the station was rebooted as a precautionary measure. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.2 had been continuously failing with error messages stating device not detected on bus and failed storage spaces. The drawer would return to normal operation after several reboots, but the issue continued to reoccur. It was suspected that there might have been a component shortage or hardware issue. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.